Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the patient bmi? Unknown. What color cartridges were used throughout procedure? Black and gold. Was buttressing material used? Yes, slr. Were any difficulties experienced with device intraoperatively to include staple formation? No. How was the post-op bleed identified? Unknown. Was any medical or surgical intervention required to address the bleeding? Unknown. Were any scans done? Unknown. What is the current patient status? Unknown.

Event description:
It was reported that a post operative bleed was mentioned by the surgeon following a lap sleeve gastrectomy. The exact cause or location of the bleed was not determined.